Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Revision of total knee, of tibia varus.

Event description:
Revision of total knee, of tibia varus.

Manufacturer narrative:
An event regarding subsidence involving a tritanium baseplate was reported, the event was confirmed through x-ray. Method & results: -device evaluation and results: not performed as no product was returned for evaluation. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated the provided information could confirm the subsidence, however, it was insufficient to complete a full review: "provided undated x-ray shows right total knee confirms the tibial component subsided medially. Need primary and revision operative notes, office/clinical notes, histopathology, serial x-rays and examination of the explanted devices." -device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: a review of the provided medical records by a clinical consultant indicated the provided information could confirm the subsidence, however, it was insufficient to complete a full review: "provided undated x-ray shows right total knee confirms the tibial component subsided medially. Need primary and revision operative notes, office/clinical notes, histopathology, serial x-rays and examination of the explanted devices". The exact cause of the event could not be determined as insufficient information was provided. Further information such as primary and revision operative notes, office/clinical notes, histopathology, serial x-rays and examination of the explanted devices are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.